Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The recorded blood glucose level was 173 mg/dl, which is within the normal range. After investigation, the device started charging and was recognized by the computer without any further power source alerts.